Event description:
Total knee replacement: broke off femoral condyles and something broke on the tibia. Removal of total left knee. Pt shows signs and symptoms of joint implant failure. Total knee revision done.